Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving fentanyl (1000mcg/ml at 150mcg/day) via an implanted infusion pump. The indications for use included malignant pain and spine/back. The patient's medical history included approximately 18 surgeries on the spine and knees due to a worker's comp injury. It was reported that the patient wasn't getting the same pain relief as she did in the beginning of her therapy. It was noted that the patient was receiving inconsistent drug delivery, and the patient could not estimate how long she'd noticed issues with the drug delivery. A dye study was performed which confirmed that drug delivery was not working well. It was noted that there was no sign of drug delivery. The pump and catheter were replaced on (B)(6) 2017 and the issue was considered resoled. There were no environmental, external, or patient factors that were thought to have led or contributed to the issue, and the patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.